Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was under general anesthesia. The transseptal puncture and access to the laa was unremarkable. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The first 24mm device was deployed into the anterior lobe of the laa and shifted into the posterior lobe of laa after deployment. The device was severely canted, uncompressed and had a large leak. A partial recapture was performed and the device shifted back into the anterior lobe. The device was fully recaptured at that point. A sweep for an effusion was performed and none was noted. The second 24mm device was prepped and deployed with good position in the laa. While assessing the device, a drop in blood pressure was noted. A sweep for an effusion showed a small pericardial effusion developing. The device was assessed and met release criteria and was released. Protamine was given and access in venous side preserved. The effusion was monitored. After five minutes the effusion continued to slowly develop and the decision was made to tap and drain. The drain was inserted and the patient was monitored via transesophageal echo (tee), transthoracic echo (tte) and by anesthesia. The patient was never considered unstable during this time. A total of 1300ml of fluid was removed in the cath lab. The patient received two units of blood in the cath lab. The drain was left in place and the patient was transported to the cardiac care unit for monitoring. The patient remained stable with no additional issues. The patient remained in the hospital for another day for monitoring.